Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that there were air bubbles in the reservoir. The customer's blood glucose was 350 mg/dl at the time of incident. The customer stated that the insulin kept at room temperature. The customer stated that they were not rewinding the insulin pump when reservoir was in the insulin pump and made sure that there were no air bubbles while filling tubing. The reservoir will not be returned for analysis.